Event description:
The following has been reported: when flushing fluids and connecting the ivenix tubing to the back check valve, the end of the ivenix tubing that would connect with the back check valve became disconnected from the ivenix tubing. The tubing was unable to be used and fluids needed to be strung up again. A preliminary review identified the following issue: detached component. The ivenix tubing disconnected from the back check valve. The back check valve is not a part of the ivenix set. The set was returned for investigation. Upon visual inspection, the sample had medication residue. The luer lock connector was disconnected from the end of the tubing. The customer complaint is confirmed. The probable root cause may be related to an incorrect assembly of the rotating luer lock during the supplier manufacturing process which was not detected or captured during the ivenix set manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Reporting as a conservative measure for the disconnected luer lock. No adverse effects were reported.